Event description:
It was reported that the patient experienced a perforation. The patient presented to the emergency department with lightheadedness due to loss of capture on the right ventricular (rv) lead along with high and unstable thresholds. The lead was reprogrammed initially and then later in the day there were more episodes of non-capture noted. A chest x-ray was performed which revealed a perforation as the lead was in the pericardial space. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.